Manufacturer narrative:
The device was not returned as it was implanted in the patient. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis and the post procedure events remain unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that one day post the flow diverter procedure, the patient experienced a stroke and expired. The flow diverter device was reported to have been used off label to treat a segment in the acom. The patient was on dual antiplatelet treatment. The aneurysm was coiled (competitor coils) after the flow diverter was positioned, there was no filling. All vessels were patent. The aneurysm was unruptured, saccular, max diameter was 6mm and the neck was 4mm. The landing zone was 2mm distally and proximal was 2.2mm. The anatomy was severely tortuous.

Manufacturer narrative:
Updated the lot number and PMA 510k. If information is provided in the future, a supplemental report will be issued.